Manufacturer narrative:
The device was not kept as it was contaminated with chemo. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unknown date. The customer reported a spinning spiros that disconnected causing a chemo spill. No additional information was provided.